Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-24. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the catheter adapter assembly, two cracks were observed at the base of the adapter extending up to the push tab. One crack was vertical and the other was a u shape. The reported defect was confirmed. Based on location and shape of the cracks, it was determined the defect most likely originated during manufacturing. This type of defect can occur during the manufacturing process due to misalignment. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode. A device history review was conducted for lot number 1053241. H3 other text : see h10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the hub cracked and leaked. The following information was provided by the initial reporter: "this is a report about a crack on the catheter hub, resulting in leakage."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the hub cracked and leaked. The following information was provided by the initial reporter: "this is a report about a crack on the catheter hub, resulting in leakage."